Event description:
It was reported that pump insulin gauge displayed amount different than expected, with pump currently showing 28 units while caller expected more than 60 units, and caller also experienced minimum fill alert when attempting to reload cartridge. There was no reported impact to the customer¿s blood glucose level. Caller confirmed following correct steps for cartridge preparation, including using room temperature insulin, not reusing or overfilling cartridge, and was able to reload same cartridge with assistance from technical support, with further troubleshooting documented in additional case notes.